Event description:
The customer reports decreased angulation and abnormal elevator movement on an evis exera ii ultrasound gastrovideoscope. There is no reported patient impact related to this occurrence. Additional details have been requested. At this time, no additional information has been provided. Upon physical evaluation of the returned device, olympus noted foreign matter present on the forceps elevator indicating insufficient reprocessing.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary finding are reported. The investigation is ongoing. Upon physical evaluation of the returned device, olympus noted foreign matter present on the forceps elevator indicating insufficient reprocessing (reportable device malfunction). Other evaluation findings include: the customers report is confirmed, there is low angulations in all directions. The customer's report of forceps elevator not moving up was not confirmed. The bending cover adhesive and bending cover has wear. The angle wire and the play knob has wear. The nozzle is clogged. The connecting tube, grip, suction cover, distal end and acoustic lens are scratched. The forceps channel has a dent, the suction cylinder is dirty, the suction cover has discoloration, the circuit board is damaged and causing image issues, and the universal cord coating is peeling. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the forceps elevator containing foreign material could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide reporter name/contact information. New information is reported in initial reporter name and address, initial reporter health professional, and initial reporter occupation.